Event description:
It was reported the device is stuck in the tele overview screen and it is not possible to change the screen. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by philips remote and onsite service personnel which included trouble shooting by phone and testing of the affected device. As the troubleshooting did not solve the confirmed reported issue a field service engineer (fse) was dispatched onsite to physically test the affected alleged device. The results of the analysis were that multiple parts are defective and needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was multiple defective parts. The issue was resolved by replacing part(s) and the product is back in service.